Event description:
When the crna was attempting to place the spinal, the spinal needle broke off while in the pt's back. The c-section was stopped, and the patient was returned to her room in stable condition. Pt then started to become symptomatic, and it was decided to proceed with the c-section in the main or under general so that neurosurgery could then remove the needle after the c-section.